Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: the monitor sn (B)(4) and belt sn (B)(4) are awaiting evaluation in accordance with procedures recommended by zoll manufacturing corporation. Current evaluation is based on the review of downloaded software flag files and ECG report on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. Download fault flags were present, but downloading is a secondary function of the device and does not affect the device's ability to detect and treat a patient. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. Device manufacture date: monitor: sn (B)(4), 06/04/2014 reuse, electrode belt: sn (B)(4), 11/20/2015 reuse. The investigation into the event concludes that there was no device malfunction contributing to the defibrillation event. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, software flag files, and ECG strips. The primary cause of the inappropriate shock events was lack of response button use by the patient during the false detection, prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was rapid atrial fibrillation rate and bundle branch black (bbb). Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with (B)(4) performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of one shock. The patient was conscious and at the hospital at the time of treatment. Hospital staff was present and coaching the patient to press the response buttons. The response buttons were not pressed during the event. Rapid atrial fibrillation and bundle branch black (bbb) contributed to the false detection. The rapid rate satisfied the rate detector of the detection algorithm. The patient remained in the hospital on telemetry and is not wearing the lifevest.